Event description:
It was reported that the intraocular lens (iol) broke as it was being loaded during the handling prior insertion. There was no patient contact. Through follow up, it was learned that the lens was not available. No further information was provided.

Manufacturer narrative:
Section a4, a5: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient involvement. Section d6b: if explanted, give date: not applicable, as there was no patient involvement. Section e1 telephone: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.